Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. During ablation, the doctor noticed that charring was visible above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no consequences for the patient. Per the physician, the charring was considered to be excessive and the doctor estimates the patient risk to be increased. The system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. Heparinized normal saline was used and the patient was anticoagulated with activated clotting time (act) of >300 maintained throughout. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance test were performed and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. During ablation, the doctor noticed that charring was visible above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no consequences for the patient. Per the physician, the charring was considered to be excessive and the doctor estimates the patient risk to be increased. The system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. Heparinized normal saline was used and the patient was anticoagulated with activated clotting time (act) of >300 maintained throughout. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).